Event description:
The customer reported that the pt suffered from post-operative bleeding after a total gastrectomy. No issues were noted during the procedure. The bleeding occurred from an artery in the mesentery where the surgeon noted the sealing may have been done with the ligasure device. However, the surgeon stated that it is unknown whether the bleeding occurred from the sealed part or from the adjacent part of the sealed area. The operation to control the bleeding was successful. The pt is currently under follow-up. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.